Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found was not required because there was no use error. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
While troubleshooting with (B)(4) the patient stated the homechoice alarmed with a system error 2367 after cycling power. The patient was currently at the end of therapy and would call back if the error repeated on the next therapy. No injury or medical intervention was reported.